Manufacturer narrative:
Serial #, lot #, exp. Date, manufacture date device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The optical fiber was found broken within a kink inside the membrane approximately 8.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The optical fiber was found to be broken, confirming the difficulty to monitor pressure. We are unable to determine when this may have occurred. The evaluation did not confirm difficult inflation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Manufacturer narrative:
Correction to mfg follow up #1 to field h10: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The optical fiber was found broken within a kink inside the membrane approximately 8.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The optical fiber was found to be broken, confirming the difficulty to monitor pressure. We are unable to determine when this may have occurred. The evaluation did not confirm difficult inflation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that after initiating intra-aortic balloon (iab) therapy, the iab pressure gradually weakened and eventually became impossible to inflate. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.